Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. No other reports were found against the femoral stem. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 10/28/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The revision surgical report noted metal-on-metal wear with slightly elevated metal ions. Lab results were less than 7 parts per billion so it will no be added to complaint. MRI report dated (B)(6) 2014 reported small effusion and small lobulated cyst within the left intertrochanteric region adjacent to implant. The revision surgical report also noted purulent material within the capsule and plaque staining when liner removed from cup but no wear issues. No report of dislocation or instability within medical records reviewed. The cup on this complaint is being reported for disassociation related to revision surgery dated (B)(6) 2015, reference (B)(4). Part/lot updated. The complaint was updated on: nov 13, 2015.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.